Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
During an in clinic follow up, a pocket erosion and infection was observed. An explant is anticipated but has not yet been performed. The patient was stable.